Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05309. It was reported that patient experienced ineffective therapy. A manufacturer representative confirmed high impedances on multiple lead contacts. Reprogramming did not resolve the issue. In turn, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Impedances were checked and therapy restored post-operatively.

Manufacturer narrative:
Correction: section d10 - concomitant medical products should have been scs ipg and scs anchor in the previous report instead of scs lead. Correction: section e. Initial reporter- reporter first/given name; reporter last name; reporter name; reporter phone number; reporter address line 1; reporter city; reporter state; reporter postal office or zip code should have been (B)(6). Respectively, in the previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d10 - concomitant medical products and therapy dates- "scs anchor" and "scs ipg" should have been entered in earlier report instead of "scs lead". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.